Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a power on reset and therapy had turned off and reset to shipping parameters. There were no traumas or falls in the past few months that could be related to the issue and no recent medical tests or electromagnetic interference exposure. The patient noted that they had fallen a few times but had never hit the implant or been injured. Troubleshooting resolved the issue. The indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.